Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad was broken at the proximal end of the pad. The missing material was not returned with the instrument. Additional observation(s) not reported by site was that the instrument was found to have blade damage at the base of the blade. The curved blade was found indented. There were no signs of corrosion that would have contributed to the blade damage. The teflon pad was also damaged.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. Based on the image review, the teflon pad appears to be missing from the clamp arm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white pad of the harmonic ace instrument fell off inside the patient. The fragment was retrieved from the patient during the same surgical procedure which was completed robotically.

Manufacturer narrative:
Additional information was obtained: the instrument was inspected prior to use, and no damage was noted. The surgical task was performed at the time of the device fragment falling into the patient was dissection. The surgeon believed that the cause of the instrument breakage was due to quality issues of the instrument. The instrument was in use for about 30 minutes; the surgeon did not notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments, or other hard material during the surgical procedure. The instrument was removed during the procedure prior to the breakage, and the wrist was straightened. The surgical staff didn't feel any resistance upon removal of the instrument through the cannula at that time. Upon final removal of the instrument the wrist was straightened, and no damage was noted to the instrument or the cannula. The fragment was retrieved and the surgeon confirmed that no fragments were left behind. No additional surgical procedures were required to remove the fragment. There was no post operative test like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to foreign objects.

Event description:
Refer to h11 for follow-up information.